Manufacturer narrative:
The technician found the casters were worn. He replaced the brake and brake/steer casters to repair the stretcher.

Event description:
Information received indicates the casters continue to ratchet from side to side when in brake.